Manufacturer narrative:
Product analysis device returned with sheath and stylette loaded via the distal tip. Slight resistance encountered when removing the sheath and stylette. The distal tip was undamaged. Stent had raised and deformed struts along the mid stent. The stent was stretched distally, covering the distal balloon marker. (B)(4).

Event description:
The physician intended to use an endeavor resolute drug-eluting stent. The lesion which was situated in the cx had moderate tortuosity, moderate calcification and 100% stenosis. The lesion had been pre-dilated. The device was removed from packaging and inspected with no issues noted. Resistance was encountered when advancing the stent, excessive force was not used. The stent failed to cross the lesion. The physician does not believe that the event was due to use of the device in difficult lesion morphology/anatomy. The procedure was completed using a non-medtronic stent. The device was returned to the manufacturing facility and, through analysis of the returned device, the stent was observed to be damaged. No patient injury reported. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.